Event description:
Our affiliate is reporting to us that a patient had an arthroscopic shoulder repair on (B) (6) 2009 with the use of 3 lupine br anchors for fixation. On (B) (6) 2010, the patient underwent another same shoulder procedure. It is not known at this time if this re-surgery is related or unrelated to the original surgery. During this procedure, the surgeon noted that the sutures from the original fixation devices were loose in the joint space. The surgeon further noted that the glenoid has some cyst formations. Fixation devices not removed and the patient's status is not known. Questions are out to our affiliate asking for further details and clarity. Also see associated mdrs 1221934-2010-00132 and 1221934-2010-00133.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.